Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, upon inflation the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.